Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The lesion being treated was located in the average tortuous, non-calcified and 90% stenotic distal right coronary artery. The physician advanced the 2.0x15mm quantum maverick balloon to the lesion and inflated it to 14atms for twenty seconds on the first inflation. Then the physician inflated the balloon to 18atms for twenty seconds on the second inflation and the balloon ruptured. "During insertion the physician felt resistance for calcification." There were no pt complications. The device was removed intact. The procedure was successfully completed with a different balloon. Pt status is reported as "good".